Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer stated that they received had hardware low level failures alarm after running a self-test. The device will not be return for analysis.